Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 20127715.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to having lost significant amount of weight. Inadequate stimulation was also noted. The patient underwent a revision procedure wherein everything was explanted and will not be returned.